Event description:
It was reported that the device had unexpected longevity. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead impedance spiked. The lv lead remains in use after the device replacement procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419478, lead, implanted: (B)(6) 2006; 694265, lead, implanted: (B)(6) 1999. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.